Event description:
A report was received that during a lead revision procedure, the physician chose to relocate the ipg from the midline to the flank area. The pt's ipg was protruding slightly and the physician moved it to a more comfortable location. The pt was reportedly doing well following the procedure.